Event description:
Treatment of an unruptured slightly fusiform hyperplastic aneurysm (size unspecified) located in the left ica (internal carotid artery). The patient¿s anatomy was tortuous. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines (5mm x 20mm, qty. 2). During the procedure, it was reported the distal end of the first pipeline would not completely open; therefore, it was removed from the patient by trapping the pipeline braid between the capture coil and the microcatheter. The second pipeline was successfully implanted in the patient; however, it required balloon angioplasty (an option provided in the instructions for use, u.s.) With a hyperglide balloon to resolve a twist that was observed during delivery. The patient was reported to be doing fine and was discharged home on an unspecified date. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00581.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).